Event description:
It was report that during an intravascular ultrasound (ivus) of the right renal artery, the catheter had "fractured". The fracture was of the distal part of the catheter, and was found during withdrawal. The catheter was removed with success, and the physician tried to use another same device. The patient is in stable condition. Note: this is the first of two events that occurred during this case. Reference MFR# 2939204-2008-00561 for the other report.

Manufacturer narrative:
The directions for use states in the indications for use: this catheter is intended for ultrasound examination of coronary intravascular pathology only. Intravascular ultrasound imaging is indicated in patients who are candidates for transluminal coronary interventional procedures.